Event description:
The customer reported that he was coming from his doctor's office. The customer stated that he was experiencing a high blood glucose of 213 mg/dl, and he had delivered a bolus for it. However, when he disconnected to run a prime, he saw no insulin exiting the tubing. Troubleshooting was performed, and the programming was correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.